Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump got failed battery test after insulin pump error. The customer¿s blood glucose level was 111 mg/dl. Troubleshooting was performed and insulin pump did not alarm for failed battery test. The insulin pump will not be returned for analysis.